Event description:
Customer reported that the insulin pump has a cracked reservoir compartment and there's a smell of insulin present. Customer stated that there was no leak with the reservoir and the o-ring inside the lip of reservoir compartment is not missing. Blood glucose was 292 mg/dl; treated with a manual injection. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked case by the display window corner, minor scratches on the display window and a scratched reservoir tube window were noted during the visual inspection.